Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 810:11 failure code. The incident occurred during patient therapy, it was indicated that therapy was stopped. The facility representative stated that there were no reports of patient injury or medical intervention. The software version for this device is currently unknown.no additional information is available.

Manufacturer narrative:
(B) (4)the pump was received and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.